Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted on (B)(6) 2020. The patient¿s physician reported that the patient had a skin reaction of contact dermatitis/eczema. No treatment information or additional symptom/location information was provided. No additional patient or event information is available.